Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable" alarm. There was no patient present and there were no reported adverse events.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were high pressure and no disposable alarm messages. Functional check and visually inspection were performed. The reported issue was unable to be duplicated. It was recommend that the downstream occlusion sensor be replaced. There was no fault found with the returned pump.